Manufacturer narrative:
This report may be based on information which depuy synthes has not been able to device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a procedure to implant the trochanteric femoral nail (tfn) and screw on (B)(6), 2017, the screw could not be inserted into the nail. The nail and screw were extracted and another nail and screw were inserted. Surgery was completed successfully with a delay of 30-60 minutes. No adverse outcome to patient was reported.

Manufacturer narrative:
Customer quality conducted an investigation of the returned devices. The returned implants are part of the titanium trochanteric fixation nail (tfn) system which is intended for the intramedullary fixation of proximal femur fractures. Information is provided per technique guides device condition: the implants (nail and lag screw) were received intact with surface wear. During functional testing the lag screw could not be inserted through the intended oblique hole of the nail as it interfered with the locking mechanism in the nail. The locking mechanism was then retracted. Once in the retracted position, the lag screw could slide freely through the intended oblique hole of the nail. When the locking mechanism was removed it was observed that the prong was bent outward at the tip and showed scraping along the inner and outer surfaces. Scraping was also observed along the inner surface of the nail on the opposing side to the location of the locking mechanism prong when advance. The threads and shaft of the lag screw showed corresponding areas of wear and flattening consistent with rubbing against the locking mechanism of the nail. Thus, the condition is consistent with attempted insertion of the lag screw with the locking mechanism inadvertently advanced such that it was blocking a portion of the oblique hole. In conclusion, the complaint condition is confirmed, consistent with the reported condition, and can be replicated as the lag screw could not be advanced in the returned condition. Screw (04.032.105) ¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Drawing review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Risk assessment review: a dcrm review and/or occurrence rate calculation is not required as the complaint parts did not result in a classification of serious injury. The bent locking mechanism is consistent with attempted insertion of the lag screw with the locking mechanism inadvertently advanced such that it was blocking a portion of the oblique hole. Thus, the root cause of the inability to advance the lag screw thought the nail is the result of the advanced locking mechanism. The root cause of the advanced locking mechanism could not be definitively determined as the circumstances surrounding the event are unknown. Specifically, it is unknown when the locking mechanism advanced. Technique guides note that the locking mechanism is to be engaged after insertion of the head element. The guides also note, under the assemble insertion instruments step, ¿to verify the appropriate position of the locking mechanism for the screw, pass the 5.0mm flexible hexagonal screwdriver though the cannulated connecting screw and turn counterclockwise until it stops.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional product code: hwc. Other UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter's phone number: (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 12-jun-2017. Expiration date: 01-jun-2027. Part #: 04.032.105s, lot#: h378065 (sterile) - 11.0mm ti troch fixation nail screw/105mm - sterile. Quantity 12. Component parts reviewed: (B)(4) - raw material lot bp-80 lot ¿ h339412. Raw material provided by the supplier nf & m international / vsmpo-tir. Product (titanium) certificate provided by nf & m meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process inspection /final inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery it was not possible to insert the tfn screw through the tfn nail. Nail and screw had to be extracted and another tfn nail and screw were inserted. The surgery was prolonged for 30-60 minutes. This complaint involves 1 part. This report is 1 of 1 for (B)(4).